Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (robotic laparoscopic hysterectomy,bilateral salpingectomies). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding and uterine leiomyoma outcome was unknown. The reporter considered heavy menstrual bleeding and uterine leiomyoma to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: there is complete bilateral tubal occlusion demonstrated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2021: mr received. Case becomes an incident. Previously reported event injury nos was updated to menorrhagia. Essure removal date and surgery names were added. Reporter added. Even fibroids added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.